Event description:
The user reported that pts are returning with their peritoneal dialysis catheter disconnected from the transfer catheter. The user stated that the catheter end is stretching out and becoming too large causing the catheter to disconnect from the connector. The user is able to repair the disconnected catheter and pts are then treated prophylactically with antibiotics. The user did not provide an implantation date. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. Upon visual inspection of photographs provided by the user the catheter appeared to have been severed at the lip of the connector. The user's complaint was confirmed. However, merit is unable to determine the root cause of the reported failure without the suspect device. A follow-up report will be submitted if more info becomes available.